Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and no deviations in the reprocessing that was performed. Therefore, the cause of the material remaining in the device could not be specified. The event can be detected/prevented by following the instructions for use: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the additional evaluation findings were as follows: the bending section cover glue was separated, there were scratch marks inside the air/water cylinder, and the angulations were out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the duodenovideoscope had foreign material in the instrument channel. There were no reports of patient harm.